Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: lassonav, carto3. Other companies devices that used in this study: endryco-axial needle, brockenbrough needle. Manufacturer's ref. No: (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 117 patients undergoing first-time paf ablation were randomized at 7 UK centers to ablation with (cf-on) or without (cf-off). Among them, 1 tamponade occurred in the cf-on group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿randomized trial comparing pulmonary vein isolation using the smarttouch catheter with or without real-time contact force data¿. The purpose of this study was to assess the impact of cf data on ablation for paf. Suspect device is a smarttouch thermocool ablation catheter, however catalog and lot number is unknown.